Manufacturer narrative:
Device evaluation: a small fragment was received on november 27,2024 at the manufacturing site and was therefore available for investigation. The investigation has been completed on december 5, 2024. During the inspection, the following was found: only one broken ceramic insert was returned. It can be assumed that the breakage occured during the surgery by mechanical impact. It is unclear how old the article was at the time as no further information (e.g. Lot number) are available. Additionally, due to the size of the fragment, a full examination must remain incomplete. Furthermore, it is not possible to clearly identify whether the fragment originates from a karl storz product. Event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a piece of a ceramic beak was found and removed from patient's bladder in (B)(6) 2024. It has been advised that the initial procedure was in 2019. Patient had experienced infections and pain post op 2019.